Event description:
Philips received a complaint by the customer on the v60 indicating that there was a primary alarm failure. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a primary alarm failure. The reported issue occurred 23 minutes into treatment. The ventilator was immediately taken off the customer and replaced with another ventilator. The customer replaced the speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital.